Event description:
In 2009, a fortron prosthesis was explanted from a patient, because it was observed that this abdominal aortic aneurysm was growing again. The leak was a type iii because there was a tear in the fabric in the left leg. During the same procedure, an aorto-iliac bypass was implanted.

Manufacturer narrative:
The product is available but has not been received as of the initial report. Additional information will be submitted within 30 days of receipt.